Event description:
The surgeon implanted a model aa4203tl intraocular lens, which was damaged upon implantation. After the lens was implanted the surgeon also noted a posterior capsular tear, he then removed the lens and performed an anterior vitrectomy. The surgeon believes that the capsular tear was due to the damaged lens.